Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but per the facilities privacy policies further information was not disclosed. Block b3: date of event unknown. Approximated based on the manufacturer becoming aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7129120 UDI: (B)(4). Product family: dbs-extension upn: m365db312855b0 model: db-3125-55b serial: (B)(6) batch: 5004216 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: n/a batch: 34785221 UDI: (B)(4). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: n/a batch: 34785220 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced purulent discharge, signs of infection and erosion at the lead implant site. The physician assessed that the patient had been picking at the implant site causing the erosion and dehiscence through the skin. The patient underwent a procedure wherein the leads, lead extension and burr-hole (bhc) covers were removed. The patient was prescribed anti-biotics and is expected to fully recover.